Event description:
It was reported that prior to use, the device was interrogated and displayed that it was too cold to provide a longevity. It was also reported that the device continued to display the message even after a couple weeks. The device was never used and another device was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed and no anomalies were found. (B)(4).